Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012212435); product type: 0195-heart valves product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had an "ast" and an annulus perimeter of 26.5mm. A pre-dilation was performed using a 25mm osypka balloon. The valve was loaded, and fluoroscopic loading check showed that the line was between nodes 3 and 4. The valve was attempted to be implanted. After checking the right position on cusp overlap view, the valve was under-expanded and an infold was seen. The valve was recaptured and retrieved from the patient. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used successfully for implant. No adverse patient effects were reported.

Manufacturer narrative:
Image review: one static image was provided for review of the event. The patient¿s executive summary was not provided for anatomical review. But, it is known that the annulus perimeter measured 26.5mm, suggesting a 34mm evolut. It was reported that an overlap between nodes 3 and 4 was identified on fluoroscopy during valve check. However, an image of the fluoroscopic valve load inspection was not provided; thus, it is not possible to validate a good load. The image provided shows evidence of an infold during the deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Since fluoroscopic valve load inspection was not provided for review, it is not possible to rule out that a possible misload might have contributed to the infold. Updated: d9, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the infold was observed during the first deployment and was recaptured one time before being retrieved from the patient. A procedural delay resulted from the infold. It was clarified that "ast" meant that the patient had aortic valve stenosis. Per the physician, the patient did not have any anatomical features that contributed to the event.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was partially loaded into the delivery catheter system (dcs). The valve was removed from the dcs and placed into clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. As received, all leaflets were partially closed with gaps between the free margins. All commissures appeared intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. No signs of distortion or damage were found on the frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.